Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one shock as inanapropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data as well as the device programmed settings. Ts discussed how the noise could be attributed to the electrode and how to perform further examination to confirm the origin of the noise. At a later date, this electrode was explanted and a new electrode was implanted. No additional adverse patient effects were reported.